Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that a malfunction alarm occurred. The customer¿s blood glucose (bg) was "high", although specific value was not provided. Customer had trace ketones. Customer addressed elevated bg by drinking water. During troubleshooting with technical support, the malfunction alarm was cleared, and insulin delivery was resumed successfully.